Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2023, a 12-year-old female child patient's infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was 200 mg/dl (approximately) at the time of this event. Moreover, the infusion set had been used for 2 days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.